Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that on the fourth day of sensor wear, their skin became itchy. The patient removed the sensor and their skin was red and bumpy. Reaction was located directly below where the sensor adhesive patch was. The affected area was treated with the steroid cream prescribed on (B)(6) 2016, for a previous reaction. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.